Manufacturer narrative:
Date of event: (B)(6). Date of report: 28aug2019. The service engineer (se) inspected the device and replaced the sensor printed circuit board (pcb) and the oxygen sensor. The unit passed electrical safety and performance verification. A sensor pcb and oxygen flow sensor were returned for analysis. An investigation was performed and the product analysis technician reported that no fault was found with either component. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that during performance verification testing the unit failed oxygen flow accuracy test and gas volume accuracy test. There was no patient involvement.